Manufacturer narrative:
(B)(4). Technician was scheduled to inspect the bed on 10/10/17, for defects the customer states the mattress has. The customer stated the mattress bows when he is on the mattress. Notes from technician are pending. A follow up report will be submitted when available.

Event description:
Customer purchased bed on (B)(6) 2017, bed was delivered on (B)(6) 2017. Spoke to (B)(6), she states her husband was asleep and rolled off the bed in his sleep, landed on his side. Customer states her husband pulled a muscle. The customer states that her husband did not seek medical attention. Mr. (B)(6) is (B)(6).